Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a vertical gas break through just below the epithelium in a patient's left eye. A very atypical image was seen during construction of the flap bed. Contours of laser treatment were normal but immediately following a clear circular zone appeared on the right of the video monitor image. It appeared to look like a vertical gas break through with gas bubbles. The flap was not lifted. A second attempt may possibly be done in the future and a new flap may be created. Upon follow up, incomplete flap nasally was reported on this patient's left eye. Patient went to the emergency room due to severe pain. The laser cut out the epithelium instead of the corneal stroma. This is exactly what was visible during surgery. Patient is reported to be feeling better but wonders what went wrong. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
This report is to represent UDI number. Initial report had included the UDI number. (B)(4).

Manufacturer narrative:
The company representative assessed the system and was unable to find any related nonconformity to the reported event. The company representative cut flaps in gel and had no issues. However, during the xy-calibration, the representative was unable to get the inaccuracy peak value below 25. The beam was mechanically realigned to get a better value but it was not possible. The z-depth calibration was not showing any issues. The objective was found to be shifted and the representative believed it happened due to bumping into the instrument. Off alignment objective could affect the quality of the cuts and xy calibration out of specifications as well as bubbles below the epithelium. The representative corrected the issue by realigning the objective to the correct position. The client was informed to avoid placing material close to the instrument because cosmetic harm was visible. The system met company¿s specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a misaligned objective. (B)(4).